Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the late evening of (B)(6) 2011. The patient reported blood glucose results of "206 mg/dl" with the subject meter and "23 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. At an unspecified time after the start of the alleged issue, the patient claimed she "passed out." Emergency medical services (ems) was contacted and administered the patient intravenous (IV) glucose as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury and received medical treatment from a health care professional (hcp) after the alleged meter issue began.